Event description:
Per the clinic, the patient experienced poor performance with device use and a subsequent reduction in clinical benefit. It was also reported that 18 electrodes were extracochlear. The patient underwent revision surgery on may 9, 2012, to reinsert the electrode array into the cochlea.

Manufacturer narrative:
Implanted device remains.